Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 7.3 cm in diameter abdominal aortic aneurysm. Aortic neck was 39 to 33 mm in diameter. The iliac's had moderate tortuosity and calcification. It was reported that the physician tracked the device into position to the descendent aorta. During the deployment the physician tried to rotate the blue external slider of the delivery system, but the catheter's radiopaque marker did not move. No particular resistance was felt. The physician decided to pull the device back and noted that the catheter was broken; after the device was completely removed from the patient. The physician then decided to use another device to successfully complete the case. No additional clinical sequelae were reported, and the patient is fine. A review of returned films pre-implant showed a thrombus filled thoracic aneurysm, which is moderately angulated. The iliac's were tortuous and calcified. Unknown if anatomy may have contributed to the event.

Manufacturer narrative:
Evaluation, method: (B)(4) (film evaluation). Evaluation, results: (B)(4) patient's condition affected effectiveness of device (tortuous and calcified iliacs). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (tortuous and calcified iliacs).

Event description:
Evaluation summary: there was no gap between the tapered tip and graft cover. The external slider was 5 mm away from the front grip. A break in the graft cover was observed at the bond between the braided pebax section and unbraided vestamid section. The cause of this break is most likely manufacturing related.